Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was determined that the ipg had met estimated longevity and is not reportable.

Manufacturer narrative:
Device continued to be operable until replacement took place. The minimal rechargeable battery longevity is 10 years for the eon mini model 3788, as calculated from the nominal operating parameters. The ipg was implanted for 123 months and hence is considered as normal battery depletion. Decision is not reportable.

Event description:
It was reported the patient had difficulty charging the ipg but did not lose therapy. It is unknown how long the patient had therapy between charges. As a result, the ipg was replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.